Event description:
It was reported that the patient presented to the emergency room (ER) with syncope. Upon device interrogation an atrial lead warning and polarity switch was noted due to low atrial impedance which appears to chronic and stable. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2008; 5076 implantable pacing lead (B)(6) 2002. (B)(4).